Event description:
It was reported that a patient presented for a generator implant procedure on (B)(6)2022. After right atrial lead implant, it was noted that the patient fell into atrial fibrillation. An apical thrombus that developed as a result was successfully anticoagulated, and the patient was prescribed additional medication to further treat the issue. The patient was asymptomatic throughout, and was discharged post-procedure.